Event description:
As reported by the user facility: 8713030u, serial #(B)(4), date of occurrence; ongoing since summer 2013, facility just recently informed bbraun sales representative. Event: underinfusions when using 12ml monoject syringe; various meds, used in nicu. Set to infuse 5ml, in most cases 0.2ml left in syringe. MFR - 9610825-2013-00398.